Event description:
It was reported that during an unknown they were unable to nail in case of power failure during operation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch #599c50. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh31p device arrived with no apparent damage. In addition, a tyvek was received along with the device. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed, the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 599c50, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, a9dv7a, and no non-conformances were identified.